Manufacturer narrative:
Exact date unknown, event occurred a 2 years ago from the date manufacturer became aware of the event. Explant date: procedure happened 2 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16907886 / 16907886.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.